Manufacturer narrative:
The investigation findings for manufacturer device report (MDR) (B)(4)will be found in MDR (B)(4).

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the (automated impella controller) aic had a failure while on patient use. It was further reported that it was a catheter issue, but the hospital would like to verify if the aic is functioning as expected. The aic will be returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.